Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 30-jun-2023, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant creatinine result of 8.2 & 7.1 on a patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: sample: date: tested: bun: crea: sample: I-stat, wb, (B)(6) 2023, 1527, 140mg/dl , 8.2 mg/dl, a. Lab , serum, (B)(6) 2023, 1527, 28 mg/dl, 1.4 mg/dl, a. I-stat, wb, (B)(6) 2023, 1609, 126 mg/dl, 7.1 mg/dl, b. Lab, serum, ni, ni, 29 mg/dl, 1.5 mg/dl, a. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. Two I-stat results are consistently high on two different samples. It is suspected based on the elevated I-stat results that the patient may be on hydroxyurea and the cause for the elevated results. However, there was no confirmation of the patient's medications at the time of this report. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-aug-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23077.